Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found the exposed portion of the soft cannula to be torn, resulting in fluid leaking from the pod. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The exact cause and timing of the damage to the soft cannula could not be conclusively determined and so it could not be determined if this contributed to the reported event. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours. Treatment for reported issue was not provided. Pod was originally reported for customer not sure insulin was being delivered.